Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to an out-of-range impedance measurement. After the lss, there was oversensing of noisy signals in the rv channel. The noise was also seen on the right atrial (ra) channel and electromagnetic interference (emi) was suspected. Technical services (ts) discussed options for troubleshooting to determine if this was a spring contact, connection, lead, or emi issue. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).